Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior procedure insulation damage on rv lead was noted. The lead was replaced.